Event description:
It was reported that during an interventional procedure in the right coronary artery (rca) lesion with mild calcification, mild tortuosity and 90% stenosis, the balance middle weight (bmw) universal ii guide wire was positioned in the vessel. Before the percutaneous coronary intervention (pci), optical coherence tomography (oct) using a dragonfly optis imaging catheter was performed without issue. The coronary intervention was completed and during post-pci, a few attempts to deliver the dragonfly optis oct imaging catheter to the lesion were made; however, it was noted that the bmw guide wire formed a loop near the tip of the guiding catheter. The oct catheter could not advance further and resistance during removal was noted due to the guide wire loop being caught on the exit port of the dragonfly catheter, so the guiding catheter, dragonfly optis and bmw guide wire were removed together from the patient anatomy as a single unit. There was no adverse patient effect and no reported clinically significant delay in the procedure. The procedure was continued without further oct. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The balance middle weight (bmw) universal ii guide wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned devices. The reported difficulty advancing and removing the catheter was unable to be confirmed due to the device condition; however, damage to the dragonfly catheter which is consistent with the reported event was observed. The guide wire exit notch was torn and stretched distally. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation determined that the difficulties were likely related to circumstances of the procedure. It is likely that the patient anatomical tortuosity and condition affected the user¿s ability to advance and withdraw the catheter. The noted torn guidewire exit port and distal tip on the returned catheter suggests that the guidewire was forcefully spread apart after removal, causing the guidewire to damage/tear the catheter distal tip; however, this could not be confirmed. It could also be that the incorrect guide catheter size was used; however, this could also not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.